Event description:
Patient reported that the use of the aligners has caused them to have periodontitis and gum recession. The patient was advised by an orthodontist to stop using the byte aligners. They also reported that their crowding issue was never corrected.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.